Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the introducer sheath, coil and pusher wire were returned for analysis. The introducer sheath was inspected and no defect was noted. The twist lock of the introducer sheath had been opened. The coil and pusher wire arms were interlocked within introducer sheath. The coil was removed from the introducer sheath and found to be stretched along the proximal portion. The pusher wire was inspected and no defects were noted. The interlocking arm of the pusher wire , the coil zap tip and the interlocking arm of the coil were microscopically examined and no damage were noted. The dimensions that could be measured were found to be in specification. The number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the reason for this is the coil was subjected to conditions that damaged its original structure. (B)(4).

Event description:
Reportable based on device analysis completed on 19jul2016. It was reported that the coil was stretched. The target aneurism was located in the moderately tortuous bronchial arteries. A 3mm x 12cm interlock¿ was selected for use. After the non bsc catheter was delivered to the lesion, the coil was inserted into the catheter, but resistance was encountered. The device was removed from the patient and it was noted that the coil was stretched. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was good. However, device analysis revealed that the number of fiber bundles was below the assigned specification.